Event description:
It was reported that he customer experienced battery issues and received a battery out limit alarm as well as a blank display. The customer stated that he found a weak battery, low reservoir, battery out, failed battery and no power alerts in the alert history of the insulin pump. Explained the alerts and possible causes of the alerts to the customer. The customer's blood glucose was 120 mg/dl. Troubleshooting for the off no power alarm was done. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump and call back if the problems persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.